Event description:
Md applied device in preparation for procedure, heard noise and device's tension decreased. Attempted again, held and proceeded with surgery, whereupon again device failed to hold tension. Md stopped procedure, applied new device before proceeding.